Event description:
Balloon not augmenting - no wave pattern. Iabp monitor showing gas loss. Arrow clinical support specialist notified - suspected rupture of balloon. Balloon removed by health care professional.